Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation confirmed the customer reported failure mode with the following clarification that the instrument's pitch cable was frayed. The pitch cable was frayed at the distal clevis hub. The frayed strands were sticking out at the wrist. The other cables at the wrist were not damaged. The instrument passed electrical continuity testing.

Event description:
It was reported that after completion of a da vinci myomectomy procedure, the wire on the pk dissecting forceps instrument was observed to be broken. No missing or fallen pieces were reported.